Event description:
It was reported during a totally thorascopic maze procedure conducted (B)(6) 2015, that a slight bleeding was noticed when the dissector was being used at the oblique sinus. The bleeding was resolved by ablation. Subsequently, while passing the heel of the emr around the right side of the pericardium, a hole was inadvertently put in the right pulmonary vein. An emergency sternotomy was performed so that the hole could be repaired using pledgets. The patient was on bypass six (6) minutes while the repair was performed. The patient required several transfusions, due to the significant blood loss. Later that evening, the patient was transferred to ICU and then subsequently re-operated on to close the sternotomy. On (B)(6) 2015, a box lesion was performed on the right side. The patient was too unstable to perform box lesion on the left side. As of (B)(6) 2015, the patient was extubated, is intact neurologically, and is responding to antibiotics. For an acquired bacteremia.

Manufacturer narrative:
Complaint#: (B)(4). Device not returned for evaluation however device history record reviewed and no non-conformance or re-work noted during manufacturing process that would be related to the reported issue.